Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut, and the overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the proximal segment of the lead was returned with severe explant damage and in-vivo insulation damage was not observed. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had insulation damage. It could not be determined if the insulation damage occurred prior to or during the procedure. The rv lead was partially removed and replaced with a new lead. No patient complications have been reported as a result of this event.